Event description:
Based on a physicist discrepancy, it was reported that the boost enable or high level fluoro on the 2600 system exceeds 20r/min limits. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reset the software default values. The system was tested and found to be working as intended and placed back into service.